Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The complaint confirmation of an unexpected cgm app shut down was confirmed. The root cause was determined to be an sql error.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation of an unexpected g5 mobile application shut-off could not be determined. A root cause could not be determined.